Event description:
It was reported that the patient fell very hard on the pump and the catheter "came apart" due to the patient¿s fall. The patient had an MRI following the fall. The pump appeared to be infusing. A catheter revision was being performed on (B)(6) 2014. On (B)(6) 2014, it was reported that the pump was working; the catheter was replaced. The device system was delivering prialt. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported the patient complained of pain and no relief from the pump. The hcp had done a dye study and nothing looked wrong- kinks, fractures. The hcp kept the pump in place as the logs reported no motor stall and no problem with the pump. The patient was receiving pain relief.